Event description:
It was reported that a loss of aspiration occurred. A 2.1mm jetstream athrectomy catheter was selected for a left lower extremity angio procedure in the superficial femoral artery (sfa). During the procedure, the jetstream catheter stopped aspirating. The device was still rotating and appeared to be acting normal, but it was noted that there was nothing in the outflow tubing going into the waste bag. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.1 atherectomy catheter. The device was visually examined for any shaft damage and the functional testing of the device was completed. The device showed no damage. Functional analysis was done by completing the setup procedure per the dfu. Aspiration testing of the device was done per the test procedure. Test results showed that this device did perform as designed per the test procedure specification sheet, withdrawing 39ml of fluid in the 1minute time frame. Inspection of the remainder of the device, revealed no damage or irregularities.

Event description:
It was reported that a loss of aspiration occurred. A 2.1mm jetstream athrectomy catheter was selected for a left lower extremity angio procedure in the superficial femoral artery (sfa). During the procedure, the jetstream catheter stopped aspirating. The device was still rotating and appeared to be acting normal, but it was noted that there was nothing in the outflow tubing going into the waste bag. The procedure was completed with another of the same device. There were no patient complications.